Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for physical evaluation. Additionally a lot number was not provided which prevented a review of the batch records or the retention samples available to the manufacturer. The cause of the reported issue could not be determined without physical evaluation of the complaint device. However possible reasons for this issue to occur include component defects, assembly failures, and connection failures.

Event description:
It was reported to fresenius that an alarm was received on the multifiltratepro machine during the patient's continuous renal replacement therapy (crrt) regarding microbubbles located behind the bubble catcher. The attending nurse did successfully troubleshoot the alarm however microbubbles were still observed after repeating the air removal process three times. The nurse felt uncomfortable continuing the treatment. The patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 200 ml. No serious injury or required medical intervention was reported. The treatment was restarted immediately with a new set-up and ran for 72 hours on the same machine without any issues. The machine passed all testing. No samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that an alarm was received on the multifiltratepro machine during the patient's continuous renal replacement therapy (crrt) regarding microbubbles located behind the bubble catcher. The attending nurse did successfully troubleshoot the alarm however microbubbles were still observed after repeating the air removal process three times. The nurse felt uncomfortable continuing the treatment. The patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 200 ml. No serious injury or required medical intervention was reported. The treatment was restarted immediately with a new set-up and ran for 72 hours on the same machine without any issues. The machine passed all testing. No samples are available to be returned to the manufacturer for physical evaluation.